Manufacturer narrative:
The part number and lot number are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Low quality picture of x-ray display was provided and permitted the identification of a mg uni system. However, the images did not contain any other information. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was indicated for a tibial bearing exchange due to unknown reasons, however, after seeing the bearing, the surgeon determined it was fine and did not replace it. Attempts have been made and additional information on the reported event is unavailable.